Event description:
It was reported that a pt underwent a laparoscopic gynecological procedure in 2009. During the procedure, the blades would not cut. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade dull/poor cutting. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00919. The same pt is represented in each medwatch. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.